Manufacturer narrative:
No product sample was received. No testing or visual inspection could be performed, as no product was made available for evaluation. Without the defective unit, we couldn't carry out the failure investigation. The device history record (DHR) couldn't be performed because the lot number and the part number are unknown. No root cause could be determined. Device information is unknown. No product information has been provided to date. Operator of device is unknown protocol # is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was difficulty advancing the catheter while in the vein and the trocar eventually pierced. No patient injury was reported.